Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient weight unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that screw and abutment loosed. Abutment and screw replaced. Tooth location # 13.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® implant 4 x 10mm (oss410) was returned for investigation. However, one unknown abutment and one unknown screw were reported but not returned. The complaint alleged that 5 loosening events occurred - internal structure of the implant failed and both abutment and screw had been replaced 3 times. This complaint addresses the fourth loosening event (after replacement). Visual evaluation of the as returned implant identified that platform, hex and internal threads (drive feature) were damaged. Additionally, there was bone residue around the external threads due to usage. Functional testing could not be performed due to the nature of the devices and event. Pre-existing condition noted on the per was moderate bone density ¿ type ii. The implant had been placed on tooth #13 (unknown notation system) for approximately 15 years. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR & complaint history review (unknown abutment & unknown screw): DHR and complaint history review could not be performed since the lot/item numbers were not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. DHR review (oss410): the DHR was not available electronically for the subject lot number (532781) thus could not be further reviewed at the time of the investigation. A notification/request has been sent to manufacturing to pull the DHR for review. The pce will be reopened and updated if there is any indication of non-conformance, or any possible manufacturing issue related to the reported event. Complaint history review (oss410):complaint history review was performed for the reported lot number (532781) for similar events (complaint category keyword: functional: loosening) and 4 other complaints were identified under (B)(4). However, all four complaints concerned the same implant. Based on the available information device malfunction did occur with the implant. However, device malfunction with the abutment/screw and the reported event (loosening) could not be verified since the products were not returned - the exact details of event were nonverifiable. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "yes" to "no" h6: entered evaluation codes h10: added manufacturer narrative h3 other text : device not returned.